Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient dropped the lifevest monitor on his ankle and it broke his foot. The patient reported that his ankle/foot were swollen. The patient did not seek medical attention due to the covid pandemic. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the swelling went down. The patient also reported that it's unclear if he broke his ankle or only sprained it, reporting out of an abundance of caution.